Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient was installed with pacing lead to protect the heart rhythm during the operation. When the status of the device was checked this morning, it was found that the silver needle and the pacemaker were broken. If there was an arrhythmia or cardiac arrest occurred, effective rescue would not be executed. There was no patient injury.